Event description:
The customer reported an unintended infusion of nitroglycerin on a post-op patient in the critical care unit. A bottle of nitroglycerin 50mg/250ml dextrose was transported with the patient immediately following open heart surgery. At approximately 1400, the nurse primed the ntg with a new primary administration set and inserted the tubing into the pump module with the roller clamp left clamped after priming. She then connected the tubing to the patient and programmed the pump with a delay infusion until 1800 so the nitro would be readily available if needed. After programming the pump, she released the roller camp, but had not started the infusion; at some point she looked up at the IV bags and immediately noted nitroglycerin fluid dripping and bubbling into the drip chamber. She disconnected the tubing from the patient and then clamped off the line and shut off the nitroglycerin module. The patient became hypotensive with systolic sustained in the 80s mmhg and was auto-diuresing at more than 300 ml/hr urine output. The patient was already on frequent monitoring per open heart surgery protocol. The patient was given a 500ml bolus of normal saline and 250ml of albumin 5%. It was reported that the patient already had a borderline blood pressure and the cvp and pad were already trending down at the time of arrival from the or so it could not be determined if the bp drop to the 80s was exclusively related to the unintended nitroglycerin infusion. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). The customer's report of unregulated flow of nitroglycerin occurring while the infusion was in standby mode could not be confirmed. The log analysis did confirm the customer's report that the infusion was programmed and placed on standby. The primary tubing in use at the time of the customer's incident was not returned for investigation. Testing and inspection of the returned pcu and pump module found no device malfunctions and found the pump module to be infusing within specification. The root cause of the customer's report could not be identified.